Event description:
No new information received by the customer.

Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a damaged tube when was used to clean a scope (cleaning defect). The issue was discovered during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. E1: address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.